Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced alveolar hemorrhage, shortness of breath, hemoptysis, hypoxia, interstitial pneumonia, and deteriorating lung function. After a pulse field ablation (pfa) procedure using a farawave catheter, and prior to patient discharge, the patient reported experiencing shortness of breath, and a small amount of hemoptysis was observed. The patient was discharged, but at a follow-up appointment one week later the patient was still experiencing the shortness of breath. The following week the shortness of breath still continued for the patient, and the patient was subsequently hospitalized. Upon examination a diagnosis suggestive of alveolar hemorrhage was made. The patient was also hypoxic, had interstitial pneumonia, and lung function was deteriorating during the hospitalization. The same symptoms in the left lung were later observed in the right lung as well. The patient was treated with steroid pulse therapy. The current condition of the patient is unknown.